Manufacturer narrative:
The field service engineer (fse) determined that the tarpon amp board at the forward scatter (fs) position was defective. The failed board is a revision gd tarpon amp board. The fse replaced the board at the identified position to resolve the problem. Bec internal identifier- (B)(4).

Event description:
The customer reported unstable flow count rates (fcrs) on their fc 500 flow cytometer. Erroneous patient results were generated but were not reported out of the laboratory. The amp board failure caused the negative population to be placed in the wrong position on the histogram. There was no reported death, injury or change to patient treatment.